Event description:
It was reported that the patient passed away. No other information was provided.

Event description:
It was reported that the patient passed away. No other information was provided. Additional information was received that the patient passed away which was found through a patient outreach call. There was no allegation of patient harm caused by the device or by a device related procedure. Taking into consideration all available information, this event would not meet the definition of a complaint. Boston scientific no longer considers this to be a reportable event.